Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leakage was confirmed. The customer provided a video of the affected sample; analysis of the video identified leakage from the lower smartsite® component. A visual inspection of the sample noted a pin hole on the lower smartsite piston confirming the customer¿s experience. Leakage was identified from the hole on the smartsite. The root cause of the damage of this nature is caused when the smartsite® is accessed with a sharp implement such as a needle or cannula.